Manufacturer narrative:
Additional information provided: event description and report source.

Event description:
The patient had a peripheral IV and was undergoing a r-chop.

Manufacturer narrative:
Report source: associate director of materials management. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that free flowing normal saline was set up. Doxorubicin was also started, but there seemed to be resistance from the tubing itself and the smartsites. This resulted in the doxorubicin back flowing into normal saline bag. The doxorubicin was only able to be pushed down the tubing if the tubing "behind" the medication was clamped to prevent it from flowing backwards. The IV site continued to have brisk blood return, and the normal saline dripped freely, although slowly.